Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause for the leaflet entrapped in the clip could not be conclusively determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 5. A triclip was deployed on the tricuspid valve. To further reduce tr, a second clip, a triclip xtw, was inserted and grasping was performed. However, the posterior leaflet could not be released from the clip. Troubleshooting was performed, but the issue continued to occur. Therefore, the clip was implanted where it was stuck, attached to both leaflets, reducing the tr to a grade of 3. No additional clips were implanted. There was no clinically significant delay in the procedure.